Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The starclose se safety release mechanism was not used to retract the vessel locator wings. The device was not returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a scarred common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the starclose se clip did not deploy correctly and was still in the device. The safety release was not used to retract starclose se vessel locator wings. Surgical suturing was used close the hole in the common femoral artery and to achieve hemostasis. Medication was given. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, the starclose se was removed without using the safety release mechanism to retract the vessel locator wings. It should be noted that the starclose se instructions for use states: slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.